Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. Subsequently, the s-ICD was explanted and replaced. No additional adverse patient effects were reported.